Manufacturer narrative:
No additional information is collected. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c arc movement control was not working properly. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the geo module. The fse replaced the geo module and returned the system to use in good working order. Philips has continue to investigate of the complaint.